Manufacturer narrative:
Several sample clot and other alarms related to pre-analytic issues were observed during a review of the alarm trace data. During a review of the pictures provided, multiple samples had clots and the affected sample had particles/dust on the sample surface. The investigation determined the event was due to pre-analytical handling issue at the customer site.

Manufacturer narrative:
Precision tests and instrument performance tests were acceptable.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for cea on a cobas e801 module. The initial result was 94.2 ng/ml. This result was reported outside of the laboratory. On (B)(6) 2021 the patient was redrawn and tested for all tumor markers. All the other tumor marker tests were normal, but the cea result was 1.42 ng/ml. When the results were reported outside of the laboratory, the cea result was questioned. On (B)(6) 2021 the original sample was repeated and the result was 1.36 ng/ml. The cea reagent lot number was 529597. The expiration date was not provided.